Event description:
Patient reported "pain, discomfort", "displacement of both implants, first medially that is causing severe symmastia and also inferiorly" as well as capsular contracture baker grade IV diagnosed by ultrasound. The ultrasound found "palpable nodes along the incision of the left breast" and "calcified elements in the form of granulomastous tissue". The device remains implanted. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and symmastia.

Manufacturer narrative:
Visual device analysis: "visual analysis of the photographs identified white particles. Unable to confirm if all shell was received. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode." Additional, changed, and/or corrected data: a.4, a.6, b.2, b.5, b.6, b.7, d.4, d.6b, g.1, g.2, h.6.

Event description:
Patient reported "pain, discomfort", "displacement of both implants, first medially that is causing severe symmastia and also inferiorly" as well as capsular contracture baker grade IV diagnosed by ultrasound. The ultrasound found "palpable nodes along the incision of the left breast" and "calcified elements in the form of granulomastous tissue" and deformation of breast. The device has been explanted. Left side. The event of "palpable nodes" is not device-related.